Event description:
It was reported that the patient was brought into the hospital with the heart block. Subsequently, a revision procedure was performed, and the right ventricular lead found to be dislodged. The physician made a decision to remove and replaced this lead. No additional adverse patient effects were reported.